Event description:
It was reported that the patient noted heart rate in the forties on their blood pressure monitor and they felt dizzy. It was further noted that the implantable pulse generator (ipg) was pacing below the lower programmed rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.